Manufacturer narrative:
H3: analysis showed, that the ins had passed all functional testing. And no significant anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the patient's replacement procedure, the new implantable neurostimulator (ins) showed high impedances. The old ins had all impedances in the green range (between 700-1000 ohms). The manufacturer representative (rep) notes that the physician works very cleanly and carefully, the extensions were cleaned with a dry cloth screws were tightened, the ins was inserted into the skin pocket, impedances in channel left, poles 1, 2 and 3 were high at over 10,000 ohms. The extensions were unscrewed again, cleaned, put back, impedances unchanged. This was done one more time. Then the cables were connected to the old ins and all impedances were green again. After consideration, as the patient was only given local anesthesia due to their dystonia so the operation had to be done quickly, the decision was made to have a new ins. After connection, all impedances were normal. The issue was resolved.